Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing had a needle retraction problem. The following information was provided by the initial reporter: "in endoscopy this morning, the button was stuck and would not retract the needle"

Event description:
Additional information from customer: 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract was confirmed; however, the root cause could not be determined from the photograph that was provided for investigation. The photo showed a safety shield with the needle partially retracted, which indicates that the safety mechanism was activated. The majority of the needle was contained within the safety shield. The tip of the needle was protruding from the grip. Potential contributing factors include barrel damage or a bound spring, which prevents full retraction of the needle hub; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Although the root cause could not be determined, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.